Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA. UDI code is not applicable. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova representative went on site for the annual maintenance. During the maintenance the reported issue was found and traced back to a defective patient pump. The technician replaced the pump to resolve the reported issue. Subsequent functional verification testing of the device under maintenance was completed without further issues and the unit was returned to service. The defective pump was requested for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t pump was found to be blocked. This issue was identified by a livanova field service representative during routine maintenance. There was no patient involvement.

Manufacturer narrative:
The pump was returned for further investigation. During the evaluation it was found that the pump was very dirty and had green residues. Further it was found that the motor had a bearing damaged which led to the reported malfunction. The cause of the residues and mechanical damage has been identified with environmental pollution.